Event description:
It was reported that the user¿s ilet bionic pancreas did not receive glucose readings because the freestyle libre 3 plus continuous glucose monitor (cgm) sensor had been paired to the libre app, which prevents use by the ilet. No adverse clinical symptoms reported. Outcomes included the need to replace the sensor to restore ilet glucose connectivity. User support included customer troubleshooting and education. Investigation of this case revealed that the sensor was in use by another device, consistent with expected device behavior and user setup error. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm pairing to a non-ilet device.

Manufacturer narrative:
Initial.